Manufacturer narrative:
Product has been received by zimmer biomet. It is reasonable to believe the parts were conforming to specifications when manufactured based on DHR and taper checks performed on returned parts. There are two possible causes to this type of failure condition, improper seating of components during the surgical procedure or biomechanical overload caused by the fall mentioned in the complaint description. Conditions are addressed in the package insert.review of device history records found these units were released to distribution with unrelated deviations: pn 010000589 ln 913200 (5 deviations). Review of complaint history found no additional issues reported for these parts.this event was deemed not reportable as event was likely due to patient fall not caused by implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent initial shoulder procedure on (B)(6) 2014 and was revised on (B)(6) 2015 due to disassociation of the glenosphere. The dissociation of the glenosphere was believed to be due to the patient falling but the surgeon could notconfirm